Event description:
The user facility reported a 49-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella 5.5 pump support ongoing when there was elevated purge alarms and "purge system blocked". This prompted the team to troubleshoot the alarms by adding tpa to the purge. The team did not need to replace any product, neither pump nor pc. The team allowed the pump to remain on for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g.,infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The product was returned for investigation. There was biomaterial in the purge gap and in the cannula. The pump and purge cassette were purging for 10 minutes and the high purge pressure did not reproduce. In the logs, there was a gradual rise in purge pressure over 9 minutes along with a spike in motor current, decrease in purge flow and slightly saturated pump flow. The root cause of the high purge pressure is due to biomaterial ingestion. Added- d9 device return date, h6 impact code 4644 , h6 component code 925 h6 medical device problem code should be 1491 and not 1250.